Event description:
Breast cancer subject is enrolled in an international trial using 6 cycles of taxotere, carboplatin, herceptin and study drug avastin followed by 11 cycles of herceptin and avastin only. Cycle 1 day 1 was (B)(6)2009. On (B)(6)2009, at her 5th cycle of herceptin and avastin, it was noted that the right breast tissue expander had deflated. Subject was asymptomatic and could perform all activities of daily living. At this time, the subject had just finished radiation treatment as well. Radiation treatment began on (B)(6)2009 and ended (B)(6)2009. Radiation was given along with herceptin and avastin infusion as allowed by protocol. The deflated tissue expander was surgically replaced on (B)(6)2010. According to the plastic surgeon, a tissue expander product failure may occur 1 to 2% of the time. Per investigator, the cause of the deflated tissue expander may be possibly related to the study drug avastin, plus herceptin, combined with damage caused by radiation. Dose or amount: #1 - 15 mg/kg, frequency: every 3 weeks, route: IV; #2 - 6 mg/kg, every 3 weeks, IV. Diagnosis or reason for use: #1 - stage 3 breast cancer.